Event description:
There was no patient impact associated with this complaint. The patient contacted animas alleging the pump dispensed insulin from the cartridge during the load step. The patient reported she was receiving alarms that the subject pump was not primed. During load step, the patient claimed all the insulin from the cartridge was pushed out and then received a message of "no cartridge is detected." At the time of troubleshooting, the patient inserted a new cartridge from a different box and reported that the same issue occurred.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation, the black box showed several no cartridge detected and force loss of prime warnings. The rewind, load and prime steps were performed successfully with no issue. The force sensor calibration was out of specifications. The pump was opened for investigation and there was evidence of moisture corrosion was found inside the pump. The force sensor plate was found to be contaminated. The force sensor plate resistance reading was out of specifications. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Unrelated to the complaint, there was contamination found under the down, up and contrast buttons. A retained cartridge investigation was done with the following findings: evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.